Event description:
The customer reported a patient expired while being monitored on the panorama central station with v series bedside monitor and the central station did not alarm. Customer requested the system to be evaluated.

Manufacturer narrative:
The company representative evaluated the system and there were no problems found. Both audio and numeric alarms occurred at the central station.